Event description:
It was reported that after this device was used for an angioplasty procedure, it had a gritty texture. The reporter beleives that the ptfe coating is coming off of the guidewire. There has been no claim or injury related to this event. The device is not being returned for analysis.